Event description:
Medtronic physio-control is investigating reports of capacitor failures on the biphasic circuit board assembly. If these filter capacitors fail, the circuit board assembly may not function and defibrillation therapy may not be delivered.